Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the 32056 errors upon startup. All logs pointed towards the arm control platform (acp) 4 in the boom. Fse was able to replace the acp4 and program the successfully. After 4 startups, fse was not able to reproduce the issue. System was tested and verified system was ready for use. Isi did receive the acp4 involved with this complaint to perform failure analysis and the reported problem was not replicated. A review of system logs confirmed the errors occurred in the field. A visual inspection found no issues related to the reported event. The acp was installed in a known good system, which powered up without errors and showed smooth operation on all system arms. The system then ran 10 power cycles and sat idle for 45 minutes, and a review of the system error logs found no relevant error codes. The complaint was confirmed based on field evaluation and failure analysis results. The probable root cause cannot be determined based on the failure analysis results.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, user informed the technical support engineer (tse) that the system faulted at startup with error 1110, and they were able to recover from the error after pressing the recover button twice. The tse reviewed the logs and found 48100 and 1110 errors reported from the arm control platform (acp)4. The user continued with the set tup and later reported that the system faulted with error 32056 and displayed a message to disable the boom and cart drive. The tse reviewed the logs and found error 32056 also reported from the acp4. The user aborted to another dv system to continue with the procedure as planned. No known impact or patient consequence was reported.